Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range shocking lead impedance measurement of 0 ohms detected via the patient remote monitoring system. A review on shock impedance trend revealed a measurement of greater than 200 ohms, but no alert was received. Boston scientific technical services (ts) explained that the measurement of above 200 ohms was detected the same day the device was interrogated and most likely was reset by time; hence, no alert was received. Further, ts provided possible troubleshooting and programming options to mitigate the issue. Additional information was received indicating that electromagnetic interference (emi) was conclusively identified as the cause of low impedance measurement as it was determined that patient has weekly electric stimulation therapy. All measurements appeared stable when tested in triad configuration. The system remains in service. No additional adverse patient effects were reported.